Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer biomedical engineering will see jammed module latches. This was reported to bd representatives during their site visit. There was no reported patient involvement. This was generic feedback, no devices will be returned.